Event description:
It was reported that, at the beginning of a cori assisted tka, the real intelligence robotic drill had being calibrated. Testing of the drill in the drill test revealed that the drill passed the first test, at the second run, straight after the first one, showed a failure at maximum stop time and the third test failed all run tests. As no backup was available, the procedure was completed with manual instrumentation. It is unknown if this caused any delay. No patient injuries were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the ri robotic drill p/n: rob10013, sn: (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was completed. The reported problem was not confirmed. A kpc test was completed successfully multiple times with no issues. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the real intelligence cori for knee arthroplasty user manual, section connecting the robotic drill and verifying the robotic drill for proper set up and calibration. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per the complaint details from south africa, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, there was no backup available, the cori was abandoned, and the procedure was completed with manual instrumentation. It is unknown if this caused any delay in the procedure. Since no patient injuries were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.